Manufacturer narrative:
Results and conclusions summation - restenosis, as noted in the promus IFU, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system quality deficiency. In this case, the restenosis required hospitalization and treatment with a cutting balloon and medications. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2008. An unknown promus stent was implanted in the mid-lad. It was initially reported by the patient's wife that in 2009, 40% blockage (restenosis) of the stent was noted. However, additional information was received nine months later that clarified catheterization was performed and it was noted that the promus stent was patent in the mid-area, with 15-20% restenosis noted proximal to the stent in the lad and 15-20% restenosis noted distal to the stent in the lad. Five months after report, severe in-stent restenosis was noted from the distal to proximal ends of the stent, which required hospitalization and treatment with a cutting balloon. The following month, it was noted that the stent was patent in the lad and 30-40% restenosis was noted distal to the stent, which required treatment with medications/med therapy. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because another MFR distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.